Event description:
Pt placed the "lava luv-hugs" warm pack into the microwave per the labeling instructions. She then opened the microwave door and the gel pack exploded and spattered onto her left arm producing a traumatic 1st degree thermal burn. Suffered various physical injuries including burns to left arm, pain and suffering, scars and emotional distress.